Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced p-wave oversensing was observed. The patient had fast af. Recommended programing changes were made. The patient was asymptomatic.